Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3005334138-2021-00620. During a transcatheter aortic valve implantation (tavi) procedure, the introducer was prepared and entered through the vascular access and the hemostatic valve did not have the appropriate closure and blood began to leak. The device was replaced, but the same issue occurred. The device was replaced and the procedure was able to be completed. It was noted that towards the end of the procedure, the patient became hypotensive due to the blood loss. No further intervention was needed after the valve implant was complete the patient remained stable.